Event description:
It was reported that there are intermittent failures of the display (sometimes it loses the image). No pt incident reported.

Manufacturer narrative:
Multiple attempts for product return and add'l info requests were made. However, the device was not made available to masimo to allow an analysis to be performed. If and when info becomes available or once the unit is returned and an eval is performed, a follow up report will be submitted.